Event description:
This procedure was performed in another country. This procedure was reported as a fliform carotis interna stenosis. The physician was able to bring the protege stent catheter delivery system in place and recognized that he was not able to set the stent free. After that, he withdrew the stent catheter from the guidewire. When investigating the protege stent, the physician recognized that the handle was separated from the delivery catheter of the stent system. Additional information received from our investigation on 03/12/2007 found the stent was fractured. The fractured stent remained in the delivery system. No patient injury or intervention was reported.